Event description:
It was reported that the surgeon inserted a competitors lens using the indigo-p injector, the sfc-25 fp cartridge and a ftp indigo foam tip plunger. It was reported that the trailing haptic was torn and remained in the injector, the rest of the lens was inserted into the pt's eye. The incision was enlarged to remove the lens and was exchanged with another lens without incident. Sutures were required to close the wound. The pt's post-operative best-corrected visual accuity was 20/40, with corneal edema. The pt is doing well.